Event description:
It was reported that a 71-year-old caucasian female patient underwent an unspecified breast surgery with a mentor memorygel breast implant 650cc gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s right breast prosthesis was diagnosed during an office visit. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel boost breast implant 430cc gel breast prostheses on (B)(6) 2022.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast prosthesis rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 30-nov-2022, mentor received additional information about the event: it was reported that patient developed asymmetry in her breasts post implantation. It was reported that the patient believed her breasts were too large and wanted to go smaller. This medwatch report is for the patient¿s right breast prosthesis. Refer to manufacturer report number 1645337-2022-14959 for the report for the patient¿s left breast prosthesis. The patient had undergone two fat grafting procedures on her breasts post implantation. An updated implantation date of (B)(6) 2014 was reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 26-oct-2022, the mentor failure analysis lab received the device for evaluation. On 31-oct-2022, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured and received in two (2) parts. Additionally, a crease/fold was observed on the edges of the rupture. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use states that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).